Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 401 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include high blood glucose levels and vomiting. The patient was treated with insulin via intravenous therapy and the pod was removed prior to hospital admittance. The patient was released after two days of stay.